Event description:
A customer contacted beckman coulter inc. (Bec) and stated that clenz is leaking from the blood sampling valve (bsv) on the coulter lh 780 hematology analyzer. The leak was not contained within the unit. The operator was wearing appropriate personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. No one sought medical attention. The customer did not review the material safety data sheet (msds). There is an exposure control plan at the facility. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found the probe wash cup broken along the area of the threads on the probe wipe assembly. The probe wash cup contains diluent while in operation and cleaner while in shutdown. The fse replaced the black rinse cup with a part from another probe wipe. Failure mode of this event is broken waste cup at probe wipe assembly. (B)(4).